Manufacturer narrative:
The insulin pump passed the displacement test, the self test, the off no power test, the reset error test, the rewind, and the basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. All operating currents were within specification. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
The customer's mother reported via telephone call that the insulin pump was alarming for a motor error. The blood glucose reading was 200 mg/dl. The drive support cap was normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.